Manufacturer narrative:
(B)(4) . A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the selection knob doesn't turn the heartstart xl on. There was no pt involvement.